Manufacturer narrative:
The investigation determined that a higher than expected vitros intact pth (ipth) result obtained from one patient sample when tested on a vitros 5600 integrated system. The result was higher than expected when compared to a non-vitros (abbott) ipth result for the same patient sample. The assignable cause for the higher than expected ipth result obtained using vitros ipth lot 1621 was not determined with the information provided. The tsc were not able to determine how the affected patient samples that produced the higher than expected vitros ipth results were collected, therefore, it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. The tsc determine that the samples were stored frozen for two days at minus 18 degrees. As per the vitros ipth instructions for use: ¿intact pth is labile and susceptible to fragmentation. Correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage. Specimen types should not be used interchangeably during the serial monitoring of an individual patient as measured concentrations may vary slightly between sample types. The customer did not perform any precision testing on the instrument, so no assessment of the instrument performance at the time of the event was made. Therefore, an instrument issue could have contributed to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros intact pth (ipth) result obtained from one patient sample when tested on a vitros 5600 integrated system. The result was higher than expected when compared to a non-vitros (abbott) ipth result for the same patient sample. Patient 1 result of 89.25 pg/ml versus the expected result of 65.70 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, vitros ipth results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600445.

Manufacturer narrative:
This supplemental MDR is being filed to include investigation details for sample handling and to add reference to customer communication sent in q4 2022. The investigation determined that lower and higher than expected vitros ipth results were obtained from two different patient samples tested on a vitros 5600 integrated system when compared to non-vitros abbott ipth results for the same samples. The assignable cause for the lower and higher than expected ipth results obtained using vitros ipth lot 1621 was not determined. Ortho was not able to determine how the affected patient samples were collected, therefore, it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples. Ortho determined that the patient sample testing was carried out at two different site locations on the same day. However, the time difference between the testing events and the handling, storage and transportation details were not provided by the customer. The vitros ipth instructions for use (IFU) states: ¿intact pth is labile and susceptible to fragmentation. Correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage.¿ therefore, it is possible that improper sample handling between testing events contributed to the event, however, this cannot be confirmed. The customer did not perform any precision testing on the instrument, so no assessment of the instrument performance at the time of the event was made. Therefore, an instrument issue could have contributed to the event. Continual tracking and trending indicated a possible performance issue with vitros ipth reagent lot 1621. Ortho initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms and issued a communication in december 2022 to all customers (cl2022-275) who have received vitros ipth reagent pack within the previous 12 months. A vitros ipth lot 1621 reagent issue cannot completely be ruled out as a contributor to the event.

Event description:
This supplemental MDR is being filed to include correction for the result for patient 1 and add patient 2 result that was unintentionally not filed with the initial MDR. The customer contacted the ortho clinical diagnostics technical solution center to report lower and higher-than expected vitros ipth results were obtained from two different patient samples when tested on a vitros 5600 integrated system. The results were lower and higher than expected when compared to non-vitros abbott ipth results for the same samples. Patient 1 result of 89.30 pg/ml versus the expected result of 65.70 pg/ml patient 2 result of 25.50 pg/ml versus the expected result of 36.50 pg/ml the lower and higher-than-expected patient sample results were not reported from the laboratory. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600445.